Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, the after the green light illuminated, when the surgeon attempted to fire the device, it would not fire. Surgeon replaced the device to resolve the issue. No patient injury.